Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle, guide wire and other various components for analysis. Visual analysis revealed that the needle cannula had become completely dislodged form the needle hub. No current adhesive residue was located on the needle cannula. However, discoloration was observed where it's likely the adhesive reside was once present. Some adhesive reside was observed inside the needle hub. The cannula was inserted back into the hub. It was observed that a portion of the adhesive residue location was located beyond the connection point between the hub and the cannula. This signifies that manufacturing likely caused or contributed to this event. The needle cannula outer diameter measured 1.26mm, which is within the specification limits of 1.26mm-1.28mm per the cannula graphic. The inner diameter of the hub measured .059", which is within the specification limits of .0585"-.0605" per the hub graphic. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a needle cannula detached from the hub in use was confirmed through complaint investigation. Visual analysis revealed that the cannula had completely detached from the needle hub. Minor signs of adhesive residue were observed inside the needle hub; however, it did not appear consistent around the entire cannula. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue.

Event description:
The customer reports: "the puncture was performed v. Right subclavian, echo-guided, without complications. After passing the guidewire and during the withdrawal of the syringe + needle to pass the dilator, only the syringe is removed, the needle remaining in the patient (about 2 cm out of the skin). The needle was removed manually without causing injury to the patient.".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "the puncture was performed v. Right subclavian, echo-guided, without complications. After passing the guidewire and during the withdrawal of the syringe + needle to pass the dilator, only the syringe is removed, the needle remaining in the patient (about 2 cm out of the skin). The needle was removed manually without causing injury to the patient."